Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the case was delayed 15 mins because staple line had to be sutured. Only adverse effect is extra cost to patient for theatre time and extra sutures used.

Event description:
It was reported that during an hemicolectomy procedure, the device was used to staple and cut bowel. After use of the devicer while inserting sizer for circular intra-luminal stapler distal to the device's staple line, the staples came apart as if never formed. The procedure was delayed and another stapler was used to complete the procedure. The device was discarded.